Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on (B)(6)2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zepdf-5-4 device of lot number c1915696 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures the use of an incorrect size wire guide used on the device which has been attributed to user error. The device related to this occurrence underwent a laboratory evaluation on the (B)(6)2023. On evaluation of the device, it was noted the stent returned, black mark on stent body and 2nd black mark observed on 2nd porthole of pigtail curl. Severe kink observed on 5th porthole. No other defects observed. A 0.035" wire guide does not pass the kink. Documents review prior to distribution all zepdf-5-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zepdf-5-4 of lot number c1915696 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1915696. The instructions for use, ifu0055 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0055) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. The japanese packaging insert ((B)(4)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: failure identified: kink of stent. Confirmed quantity of 1 device, used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. Complaint is confirmed based on visual and/or functional inspection according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the completion of the investigation on 02-jun-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
After inserting a wire guide (olympus / visiglide) in the pancreatic duct, the user attempted to advance the stent over the wire guide, but the stent got kinked even though a straightener was used. Therefore, another manufacturer's device was used instead to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: additional information: for all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Pancreatic duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored horizontally on a shelf what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Already stated in patient/event info tab. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes . If yes please indicate the procedure performed. Est. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes . Was resistance encountered when advancing the wire guide to the target location? No . Was resistance encountered when advancing the introduction system in place to the target location? No. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made: na. Please indicate why the modifications were necessary. Na. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes. Guide wire (olympus / visiglide 0.025inch) did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Na. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Na. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed. 0.